Event description:
It was reported that the customer received an occlusion alarm prior to a malfunction, which displayed malfunction code 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support assisted the customer with resetting the pump, and the same malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue arose again.